Event description:
Boston scientific received information that this device displayed a fault code (fc) 1004 and fc 1007. The charge time (CT) was greater than 45 seconds and the device could not be interrogated. A boston scientific technical services consultant discussed device and lead replacement as therapy cannot be delivered due to the fault condition. The system was explanted and replaced. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Analysis confirmed that the device recorded a shorted lead fault (fault code 1004) while trying to deliver a 23j shock. External shorting of the leads during a charge is known to cause internal damage. Devices are not expected to perform to specification post shorted lead events and further testing can result in further damage. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
This product issue will be updated after the device is returned and testing is complete.